Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. The customer was treated and now she is fine. Customer declined to troubleshoot for low blood glucose. Customer stated she got off no power alarm. Customer was advised to insert new battery and monitor pump. Customer reported that she had bent cannula.